Event description:
A hypoglycemic customer was admitted to the hosp overnight for observation based on elevated results with the suspect device. A hosp comparison indicated that the suspect device was giving falsely elevated results. The time difference and treatment received between the suspect device results and laboratory results is unknown.